Manufacturer narrative:
Block h6: medical device problem code a150208 captures the reportable event of clip component got stuck in the scope channel. Conclusion code d17 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: the complainant indicated that the device has been disposed and is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the upper gastrointestinal (gi) during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During procedure, the clip was successfully deployed; however, some metallic pieces were left in the patient. When attempting to retrieve a detached piece, it got stuck in the scope channel and had an issue getting the red suction button to come off. The procedure was successfully completed with an unknown device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Additional information received on july 26,2021. It was reported that the procedure was successfully completed with this device. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the upper gastrointestinal (gi) during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During procedure, the clip was successfully deployed; however, some metallic pieces were left in the patient. When attempting to retrieve a detached piece, it got stuck in the scope channel and had an issue getting the red suction button to come off. The procedure was successfully completed with an unknown device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.